Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the a biopsy was taken and it will take time for the results and it was unclear if the rep would know the results for the cause of the infection. Rep noted that the patient was hospitalized and was receiving treatment for the infection. Patient will be on antibiotics.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they have spoken to the patient and they have his revised implant and are doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 20-feb-2019, UDI#: (B)(4), product type: extension . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was swollen and red in the neck area. The patient saw a physician this week, in which, they determined that the system may be infected. The patient developed a fever 1.5-2 weeks ago. They explanted the device and extension as a result of infection yesterday. The infection was in the pocket area and up to the neck. They indicated that after explant, a biopsy was taken of the pocket and near the burr hole to check the status of the infection, but the results were not available to the manufacturer representative (rep) at the time of the call. The patient was implanted with the lead/extension connection near the burr hole.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins), s/n: (B)(6), found insignificant anomalies and the ins was functionally okay. Analysis of the extension, s/n: (B)(6), found the body was cut through/product segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.